Event description:
It was reported that the pump giving occlusion error. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c and d grids. Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible. Correction: unique identifier (UDI) #, report source, report source other, common device name, if other specify and manufacturer narrative (verbiage, chr, DHR and shr statements). Device evaluated by bd service. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12oct2009. The review was performed from the date of manufacture to the present date 22jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of (B)(6)2009. The review was performed from the date of manufacture to the present date (B)(6)2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the pump giving occlusion error.there was no reported patient involvement.